Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 579620) was returned for evaluation. The returned driver was visually examined under magnification and had physical batch number: 579620. The driver showed signs of twisting of the lobes on the tips. The twisted lobes on the driver are indicative of this excessive force that was applied. The returned product description indicated the drivers were damaged during removal. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during removal surgery that the driver tip broke. The screw was removed with a carbide drill from another company. The surgery was completed after a 20-minute delay. There were no other adverse patient consequences reported. This report is related to report number 3025141-2024-00271 for the driver involved in this event.